Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3889-28, lot# j0455199v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's device was depleted and they didn't think it was working for them anyways. The patient was now using botox. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.